Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but is not available.

Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Securesense accurately discriminated the lead noise and no inappropriate therapy occurred. The rv lead is currently being monitored, however surgical intervention is anticipated. The patient was stable following this event with no adverse consequences.

Event description:
New information received indicates the right ventricular (rv) lead was capped and replaced to resolve this event. The patient was stable with no adverse consequences.